Manufacturer narrative:
The monopolar curved scissors instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. The instrument was recognized by the test system and successfully passed all functional tests. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. No product issue was identified related to a broken conductor wire. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation not reported by site: the instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had a broken black conductor wire. A backup same da vinci instrument was used for the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the clinical engineer and obtained the following information: the instrument was inspected prior to use and nothing abnormal was noticed. The reporter does not know what task was being performed when the issue occurred or if the instrument collided with any other instrument/tool during the procedure. No fragment fell into the patient and there are no images or video recordings for isi review. Patient demographic information was not provided.

Manufacturer narrative:
The monopolar curved scissors instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.